Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and test due to faulty force system resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and the customer was able to rewind but the customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.